Event description:
The medication used within the following system was remodulin. The patient was part of a (B)(4). On (B)(6) 2011 the patient was noted to have had erythema surrounding the surgical incision which had worsened over the prior two weeks. Mild warmth was noted. No drainage, no fever, and no chills were noted at that time. All tests were reported to have been "normal", including blood tests, chest x-rays, and pump interrogations. The patient had been applying aloe vesta ointment to the site and was advised to stop applying the ointment to the site. The patient was instructed to keep the area clean and dry. It was noted that the ointment might have caused redness at the site. In (B)(6) 2011 the redness was noted to have improved but was not resolved. After a pump refill on (B)(6) 2011, a small seroma and fluid drainage were reported. Serious fluid was noted to have been drained from the needle puncture site. The seroma was noted to have been considered procedure related. Erythema was reported but was not considered related to the procedure or the device system. In (B)(6) 2011 it was reported that the seroma was still present; it was smaller in size; and it did not create any issues with the refill. In (B)(6) 2012 the patient complained of pain and erythema at the pump site. The pain was described as "surface and internal up to her lower, right flank". The patient stated that in the morning, after resting through the night, the pain seemed absent; but "as soon as she took her first step", the pain was evident. The patient's last refill was noted to have been (B)(6) 2012. The patient described soreness and inflammation at the pump site (lower right abdominal area), which had decreased but persisted for the prior two weeks. At this time, no fever, discharge, or heat from the site was noted. No worsening of ph symptoms including sob, dyspnea, or chest pain was reported. Blood tests and pump interrogations were noted to have been normal, and the system was thought to have been intact. At that time, the patient's site pain and inflammation were believed to have been caused by irritation from past refills, and it was resolved on (B)(6) 2012. In (B)(6) 2012 accurate pump volumes and "no complications" were noted. The presentation of site and pain quality were noted to have remained the same. Chest and abdominal x-rays were obtained and showed that the system was intact. An ultrasound of the abdomen showed a slight increase in the previously noted seroma. A dermatology assessment indicated a "probable irritant dermatitis from extravasation of the remodulin around the port". In (B)(6) 2012 the patient described soreness and inflammation at the pump site. An infectious disease assessment indicated "an abscess or cellulitis of chest wall and/or eruption due to drug at the injection site". An ultrasound in the catheter lab showed a very small amount of fluid superior to the pump. Successful catheter patency testing was performed with the following complication observed: the huber needle from the catheter access port (cap) kit model 8540 occluded with blood/tissue during cap access of the implanted pump. The occluded needle gave a pressure reading of near 0 mmhg when the physician felt, and fluoroscopy indicated the needle was in the cap septum. The needle was removed and flushed and the blood/tissue was ejected. A second attempt was successful and indicated via fluoroscopy that the pump "appeared connected" and that "the sutureless connector to the pump junction also appeared connected". The cap pressure was noted to have been 90 mmhg and was interpreted as a successful patency test with this value in the expected range ((B)(4)). The patient was noted to have tolerated the patency test well with no changes in blood pressure noted. Repeated aspiration attempts using ultrasound and fluoroscopy for guidance were unsuccessful, and no more than a drop of fluid was aspirated. It was thought that a potential cause of inflammation included dissolvable sutures and the dacron pouch. At that time, a physician did not think that allergies to the suture or dacron pouch was applicable in this case. A blood sample was drawn for plasma treprostinil prior to the patency test, and a bacterial culture was obtained. The results were not reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information: it was later added that at refill (B)(6) 2012 refill, accurate expected and residual volume - difficult access, denied pain the "difficulty" was "certainly" related to locating the septum for refill access. Once accessed, the procedure was 'unremarkable". This subject was and continues to be more difficult to access during refills due to abdominal girth, scar tissue and a continual seroma. It is only recently that the clinical research coordinator has not "hubbed out" with the longest kit needle. The clinical research coordinator notes that the kit template is "practically worthless (as with a few other subjects) in assessing the site due to the above mentioned". It was noted that although the significant prodding before access could have attributed to some site pain initially, the presentation of chronic erythema and referred pain prior to explant was "more than likely" caused by a catheter puncture resulting in a micro leak. (B)(6) 2012 was seen by implanter to assess, fluoroscopy was utilized to image system integrity. Implanter confirmed, as previously reported, system was intact. (B)(6) 2012 subject placed on cipro 500mg q12 x 14 days, the route was not reported. The exact diagnosis for antibiotic was not reported. (B)(6) 2012 previously reported ultrasound of abdomen showed slight increase in seroma which the hcp was previously aware of. Subject placed on bactrim ds 1 tab q12 x 14 day, exact diagnosis for antibiotics was not reported. (B)(6) 2012 subject placed on acyclovir 800mg 5x daily x 7 days, diagnosis not reported. Subject stated site presentation and pain quality remained unchanged. (B)(6) 2012 the refill date was "moved up from (B)(6)", the reason was not reported. (B)(6) 2012 successful system modification performed. Due to "possible catheter leak".

Manufacturer narrative:
Please note: this patient was noted to have participated in a (B)(4). Concomitant medical products: product ID 10642, lot# j1100185r, implanted: (B)(6) 2011, product type catheter; product ID 8540, product type kit 8540 synchromed catheter-access port. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review indicated that the catheter for this event was part of an ide study and the information regarding the catheter is being reported via the clinical study; therefore the catheter patient/device codes are not applicable for this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the new system was implanted with no complications. It was noted that the patient had improved site pain at all four incision and was weaning the pain medication. The patient had no fever, or signs of infection. The pump was interrogated and was all normal. The event was attributed to a leak in the catheter causing the remodulin to be locally delivered. The event resolved on (B)(6) 2012.